Event description:
On (B)(6) 2026, a distributor reported an issue with a selenia dimensions mammography system. It was reported that the c-arm moved rotationally without any command from the user, from approximately 45° toward 90°. No patient was present at the time of the event. No injury was reported to the user. The hologic technical service team reviewed the incident and assessed that the issue may be related to a defective c-arm control panel, causing the rotation switch to become stuck. The distributor¿s field service engineer replaced the control panel.the hologic technical service team has advised the distributor to continue monitoring the system and to report any recurrence of the issue.no further information is currently available.